Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 210 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked end cap. The motor was tested outside of the device and passed. No motor error alarm could be tested due to the cracked end cap. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.